Event description:
The patient developed a maroon/purple blistered area on the left index finger and left 3rd finger/lateral aspect.

Event description:
The patient developed a maroon/purple blistered area on the left index finger and left 3rd finger/lateral aspect.